Event description:
It was reported that the ptca/stent procedure was to treat an eccentric stricture in the distal rca, which was mildly tortuous and calcified. As the stent delivery system (sds) was being advanced to the distal rca, resistance was encountered due to calcification. Force was applied to the device (contrary to IFU) to advance it further, however, the device would not cross the lesion. As the sds was pulled into the guiding catheter upon removal, the stent dropped off of the sds. A snare was used to retrieve the stent and the procedure was completed with another stent. Reportedly, there was no pt injury.